Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Photos were received for evaluation. The photos include the feeding set and the pump that was used. Physical samples were not received for evaluation; therefore, the reported issue could not be confirmed. If the point of drying and clogging is between the purple end on the feeding set and the white transition connector then the leak would have been eliminated by screwing the two parts together tighter. The connection between these two parts is a taper seal that is held in place with threads on both parts. The white transition connector is attached to the purple end of the feeding set during the manufacturing process so that it is not loose in the bag; this prevents it from falling onto the floor when the feeding set bag is opened. It is not intended to be attached well enough to form a seal. The instructions state that this connection point should be tightened before use. Once these two parts are threaded together the joint is very robust and does not leak. Possible root cause could be related to usage, if connector is not well screwed could provoke the clogging of formula. No corrective actions will apply since failure mode was not confirmed as manufacturing related. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 04/22/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding set. The customer states that the formula is drying and clogging where the white enfit connector connects to the purple piece. The customer states that this is causing bacteria to form and is causing various infections requiring antibiotics. The new enfit design is making it harder for this area to be cleaned. The customer further states that because the formula is drying and clogging, it is causing her feed to be delivered more slow. It used to take a 7.5 to feed herself 4 containers of formula and now it takes 22.5 hours, this is causing her to not get enough food. The pump rate is 50mls and the volume is 1140.